Manufacturer narrative:
Internal file number - 326283/1-1. Evaluation summary: the clip delivery system was returned and investigated. The reported gripper line break resulting in gripper actuation issues was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and it was determined that the reported difficult gripper actuation was a result of the gripper line break; however, a definitive cause for the gripper line break could not be determined. During the returned device testing, there were no observed obstructions within the gripper line lumens, and the gripper arms were able to actuate as expected with the proxy gripper line. This indicates that the gripper line break was predominantly a result of curvature placed onto the system by the user during the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper arm actuation issue and gripper line break. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 3. The clip delivery system (cds) was advanced to the mitral valve. When attempting to align the clip to the valve, the gripper lever was pulled to the blue line, but the grippers stayed down. Another attempt was made, but was unsuccessful. The decision was made to remove the cds and replace the device. After the cds was removed, it was confirmed that the gripper line was broken. A new cds was used to complete the procedure. Three clips were implanted, reducing the mr to 1-2. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.